Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 22-mar-2022. H.6. Investigation: sample received for investigation. Upon visual inspection, no defects or problems were noted. It is observed that the liquid in the bag does not exit between the spike and the spike port, but exits between the rubber stopper and the spike. The c180j spike did not have any defects. A review of the device history was performed for reported lot 2103206, no deviations or nonconformances were identified during the manufacturing process that could have contributed to this reported problem. Five retained samples from the same lot were evaluated and leak tested, no defects or issues were noted. The product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that all critical dimensions are within specification and there is no damage to the product. Based on the available information and sample evaluation, we are unable to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that bd spike connector c180j leaked at the spike connection site. The following information was provided by the initial reporter: "after injecting the prepared anticancer agent (rituxan) into the infusion bag, the hcp inserted c180j into the infusion bag and was ready for transporting it to the hospital ward, and then saw the infusion fluid leaking from the infusion bag."

Event description:
It was reported that bd spike connector c180j leaked at the spike connection site. The following information was provided by the initial reporter: "after injecting the prepared anticancer agent (rituxan) into the infusion bag, the hcp inserted c180j into the infusion bag and was ready for transporting it to the hospital ward, and then saw the infusion fluid leaking from the infusion bag."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.